Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon was duplicated due to the failure of the cable and the connector had the trace of the impact being applied. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. Based upon the information from sorc, omsc surmised that the reported phenomenon was attributed to the transmission failure due to the failure of the cable by the user handling such as the excessive force being applied and so on. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the endoscopic image was not displayed. The user thought that the subject device had the failure of the cable. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.